Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device had noise image. The service repair technician assessed the condition and determined that the malfunction was most likely due to damage of the device component. There was no patient involvement.